Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The device was not implanted and a new one was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis confirmed that it was difficult to insert the test leads into the atrial connector port and the lead insertion force used to insert the lead was out of specification for the product.